Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck - vagina [foreign body in reproductive tract]. Consumer contacted via phone and stated that she did not know if she had a tampon stuck in her or not. No serious injury was reported.